Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A reflexion spiral catheter was placed in the left atrium along with other non-sjm catheters. Following completion of the ablation, the reflexion spiral catheter was removed from the patient, a cardioversion was performed, and the patient became bradycardic, hypotensive, and complained of chest pain. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient has since discharged from the hospital. There were no performance issues with the reflexion spiral catheter.